Event description:
The pt was the recipient of a liver transplant. The physician spoke to the jjpi district sales manager, to say that the pt had died as a result of liver failure. As a side note he noticed that the intercranial pressure reading, in his estimation and by all indications of the pt, did not appropriately reflect the pressure within the brain.